Event description:
The procedure was to perform percutaneous coronary intervention (pci) on a patient with multivessel disease. Angiography was performed and the proximal left circumflex (plcx) was treated with 2 xience v stents with a good result. The right coronary artery (rca) at the posterior descending artery (pda) was treated with a 2.5x28 mm xience v. The proximal and mid rca was pre-dilated with regular compliant balloon catheters at 14 and 16 atmospheres (atm). Two abbott implants, a 2.5x28 and 3.0x18, were deployed at 12 and 14 atm. The implants were post-dilated with a non-compliant 3.0x15 balloon catheter at 20 atm with a good result. Seven hours later the patient experienced severe chest pain and the electrocardiogram infers a posterior st-elevation myocardial infarction. The patient also experienced hypotension. An emergency pci was performed due to acute thrombosis in the rca and in the proximal lcx. A thrombectomy was performed and a drug eluting stent (des) was deployed for treatment. An intra-aortic balloon pump was also inserted. The patient's parameters improved and the patient made a good recovery. The patient was started on ticagrelor. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the stent remains in the patient. A follow-up report will be submitted with all relevant information. The additional xience v referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina, hypotension, myocardial infarction, and thrombosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.